Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that during testing at the user facility, it was found that the device power supply board on channel 1 was burnt. Prior to testing, it was reported that the staff saw smoke and noticed a burnt smell from the device. At that time, the device was unplugged and removed from clinical service. Therapy was immediately resumed using a replacement device. There were no reported adverse effects to the patient or staff members and no reported delay of therapy critical to this patient. No medical interventions were required. The customer contact also reported that during testing it was noted that there was no damage found to the ac power cord; including no discoloration, cuts, bent prongs or bare wires. No additional information was provided.

Manufacturer narrative:
Testing and investigation found channel 1 of the device did not have spillage, burning, charring, traces of smoke or any indication of electrical damage. However, during testing on channel 3 it was found that the battery was disconnected from the power supply and showed contamination. Channel 3 power supply printed circuit board was found with spillage and the cr18 component was burned. This was due to fluid spillage. The probable cause of the fluid spillage was due to use of the device in the customer environment.

Event description:
The customer contact reported that during testing at the user facility, it was found that the device power supply board on channel 1 was burnt. Prior to testing, it was reported that the staff saw smoke and noticed a burnt smell from the device. At that time, the device was unplugged and removed from clinical service. Therapy was immediately resumed using a replacement device. There were no reported adverse effects to the patient or staff members and no reported delay of therapy critical to this patient. No medical interventions were required. The customer contact also reported that during testing it was noted that there was no damage found to the ac power cord; including no discoloration, cuts, bent prongs or bare wires. No additional information was provided.